Event description:
Pt had graft implanted on (B)(6) along with a medtronic freestyle aortic valve. Pt was doing fine until the week of (B)(6) when symptoms of thrombosis started to present. On (B)(6) pt had an echo done that showed filling defects and signs of thrombosis. Dr (B)(6) was concerned about all possibilities including thrombosis caused by the graft. The pt is scheduled to have a tee on (B)(6) 2015. No official diagnosis has been done yet.